Event description:
It was reported that the pulse generator would not give battery impedance readings, only dashes. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a loss of electrical contact between two of the resistors and the hybrid.